Manufacturer narrative:
The implants remain in situ, and there are no plans for revision surgery. Radiographic images were provided and confirms the reported event. Radiographic imaging indicates anterior migration of the superior portion of the plate away from the vertebral body. The plate locking mechanism appears intact. The inferior portion of the plate appears to be in contact with previously placed adjacent plate. The lot number was not provided; therefore, a review of the device history record could not be conducted. Based on the information provided, the root cause could not be determined.

Event description:
During a postoperative follow-up visit, radiographic imaging revealed screw migration from the bone, resulting in anterior migration of the plate and subsidence of the interbody cage. This is report 1 of 2.